Event description:
This complaint is from a literature source. The following literature cite has been reviewed rodriguez s, ranawat as. The future is non-cemented total knee arthroplasty: volume trends at the hospital for special surgery. Indian j orthop. 2021 oct 2;55(5):1096-1100. Doi: 10.1007/s43465-021-00508-0. Pmid: 34629497; pmcid: pmc8487231. Objective and methods: the purpose of this article is to describe the outcomes for biological fixation of cementless knee replacement devices. This is a retrospective review of all consecutive cementless tka procedures performed on 802 patients at a single academic institution from 2016 until 2020. Demographics, aseptic revisions, and septic revisions were pulled from the electronic medical record. This study included 661 competitor tkas and 153 depuy press fit tkas. There is no indication that the patellas were resurfaced. The authors concluded that out of the press fit constructs implanted, there four septic failures and nine aseptic failures during the study period. Of these nine aseptic failures only five were due to mechanical loosening. The manufacturers and locations of the devices associated with these events are unknown. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: femoral component, tibial tray, and tibial insert as there is insufficient information provided to capture the actual devices revised, this complaint will capture all of the following events with the quantity of 1. Adverse event(s) and provided interventions associated with depuy devices: revision to treat unspecified loosening and/or sepsis.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot - a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.